Event description:
During evaluation of a returned spectrum iq pump, the device alarmed false downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device alarmed false downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be an out of calibration force sensor. The force sensor requires calibration replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.